Event description:
The customer's parent called and reported that the insulin pump alarmed no delivery. Customer's blood glucose was 498 mg/dl, which was treated with insulin. Insulin exited during priming with the insulin pump. It was stated the no delivery alarm was resolved by a complete set change. Troubleshooting could not be performed as customer had already removed the set from her body. A battery out limit alarm was also received, which was determined to be normal pump behavior during troubleshooting. Troubleshooting for high blood glucose was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-55137.